Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the blade stopped working. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. During the evaluation the blade failed to rotate.